Event description:
Increased threshold and impedance values noted. Lead was capped and replaced with a similar lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.